Event description:
It was reported that approximately two days post port placement on left hand side, the patient allegedly had infection. It was further reported that port was removed form patient body. Reportedly patient undergone skin graft and aseptic techniques. Patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported skin infections as raised, red, swollen region observed from the provided photo is consistent with the reported event. However, it is unknown if device deficiencies caused or contributed to the reported event; the investigation did not identify any device deficiencies or use issues. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2022), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation, however photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2022). Device not returned.

Event description:
It was reported that approximately two days post port placement on left hand side, the patient allegedly had infection. It was further reported that port was removed form patient body. Reportedly patient undergone skin graft and aseptic techniques. The patient status was unknown.